Manufacturer narrative:
(B)(4). Batch #g9kz3k. Investigation summary: a photo image was provided of a gen11 displaying error information related to the handpiece. The alert screen is that of bad handpiece with test tip. Issue detected by the generator could have impacted the activation of the instrument. The device was received with no apparent damage. The device was connected to a generator, evaluated with a test instrument and was found to be functional. The instrument was disassembled to inspect the internal components and there was moisture present. The handpiece has a number of seals to prevent fluids from entering the housing. ¿moisture present¿ describes a condition where water enters the handpiece cavity during the steam sterilization process. The primary path of ingress is the distal seal, this may be caused by a reduction of the compressive force on the distal seal. However no definitive root cause could be drawn. It is probable that the ingress of moisture affected handpiece functionality.,the reported event was "activation issues". A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that at the start of a thyroidectomy har9f did not start to work. They changed the instrument first without succeed. After that they changed hpblue and har9f started to work. It is 62 using left in that hand piece. Nobody saw any error code from gen11. No patient consequence.